Event description:
Reporter alleged obtaining discrepant back to back patient blood glucose results of 23 mg/dl at 17:26 versus 299 mg/dl at 17:31 on the inform system 1. Reporter stated the patient was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of the testing. Reporter indicated inform meter 1 result of 299 mg/dl was compared to a result of 133 mg/dl on inform system 2. Quality control testing was reportedly performed on the system and the values "passed". No actions were reportedly taken or treatment received by the patient. A request was made for the return of the suspect device and replacement product was sent.

Manufacturer narrative:
This medwatch is for the suspect device in inform system 1. (B)(4).